Event description:
(B)(4).since having essure placed I have unexplained rashes and itching daily that will not go away, frequent headaches, very heavy periods with huge clots and with bad cramping, lightheaded all the time, heart palpatations and chest pain, diarreah which I had a colonoscopy for, insomnia I have visited multiple dr's with no answers and with no insurance I have to just live with all these symptoms which have caused me to become depressed these devices have reeked havoc on my body and destroyed my life! I was a happy healthy person before I had these put in.